Event description:
It was reported that the x-mesh cage could not be released from the concomitant device x-mesh inserter/expander instrument. After placement of the cage in a t7 corpectomy site, left sided approach, the posterior x-mesh threaded style cage holder and expander were used. Surgeon turned the inserter/expander handle clockwise to expand the 1889-20-025 cage. Once cage height was achieved, he used the proper x-mesh torque handle and shaft to properly torque the cage¿s silver locking set screw. He then unscrewed and removed the small cage retention shaft from the inserter. The md then released the tension on the inserter/expander by turning the palm handle to the left. He tried to remove the inserter/expander by wiggling the inserter and applying an upward pull. However, the inserter/expander refused to come free of the cage. The surgeon tried to re-engage the torque set screw with the torque driver and shaft. It would not engage the set screw. After ten attempts of trying to engage the cage set screw, the surgeon pulled the cage out with the instrument attached. The result was a tear in the exposed dura at the t7 level. The dura tear was repaired in about twenty minutes. A synthes expandable cage was placed along with a tslp plate over the corpectomy site and tslp screws were inserted into the bodies of t6 and t8 with no issues. Later the inserter/expander was free from the cage and has worked properly since the event which is indicative of the cage having locked in an orientation where the inner and outer sleeves were not coaxial to each other, causing the cage to bind, and preventing the driver from being used to unlock the cage set screw.

Manufacturer narrative:
One exp vbr pos sm 0 deg 25-33mm cage was returned for evaluation. Visual inspection of the x-mesh cage found no visual anomalies. The implant was bench tested and functioned as intended. No product problems were identified with the implant. The implant and concomitant inserter were then bench tested together as a system and functioned as intended. No product problems were identified with either component. A photo was provided of the cage attached to the inserter. Based on photo review, it appeared that the cage was not fully seated onto the inserter. A device history review identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further action. The root cause cannot be positively determined based on the provided information or returned device. The evaluation found no issues with either the cage or inserter. However based on the provided photo, it appears that the cage may not have been fully seated on the inserter. It is possibly that this may have caused the reported functional issues. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.